Event description:
Boston scientific received information that the patient's home monitoring equipment detected an out of range high right ventricular pacing lead impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. No additional information obtained. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. All other lead measurements were within acceptable limits. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.